Manufacturer narrative:
Updated: device evaluated by mfg: updated; summary attached: updated; product available to stryker: updated; returned to manufacturer on: updated. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual inspection revealed that the sdw was returned within the introducer sheath, the proximal end of the stent was also noted to be broken within the introducer sheath. The distal end of the stent was not returned. There was bending and stretching noted to the distal end of the sdw. During functional testing, the sdw was advanced through the introducer sheath without difficulty to deploy the broken stent. Additional information received noted that the patients anatomy was moderately tortuous. It is probable that the device was damaged during navigation/retrieval through the anatomy causing the reported premature deployment and the damage noted to the device. An assignable cause code of procedural factors has been assigned, since as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event.

Event description:
It was reported that during procedure, while tracking the stent (subject device) into a microcatheter, the microcatheter lost its position across the aneurysm and the stent was re- sheathed. While tracking back the stent inside the sheath, the stent deployed inside hub of the microcatheter. There were no clinical consequences to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during procedure, while tracking the stent (subject device) into a microcatheter, the microcatheter lost its position across the aneurysm and the stent was re- sheathed. While tracking back the stent inside the sheath, the stent deployed inside hub of the microcatheter. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during procedure, while tracking the stent (subject device) into a microcatheter, the microcatheter lost its position across the aneurysm and the stent was re-sheathed. While tracking back the stent inside the sheath, the stent deployed inside hub of the microcatheter. There were no clinical consequences to the patient.